Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. From the analysis performed, it was noted that the tr band was able to maintain air meeting manufacturer specification. No anomalies were found during the functional testing. The distortion of the tape on the of the tr band inflator did not offset the graduation lines but was likely for the user's own purposes and applied after the device was removed from the sterile package. No visual anomalies were found that affected the functionality of the device. The allegation could not be confirmed. Possible causes of the air leak that was reported would be related to over filling to the device. No conclusion can be drawn since no failure mode was found. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The same user facility reported a similar event for similar devices, see MDR 1118880-2017-00040 & 1118880-2017-00041. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility: the balloon deflated without using the syringe and the incident happened 2 other times; it was reported that the patient is in good condition; the procedure outcome was reported to be a good case. Additional information was received on 5/31/17. The balloon held air for less than 10 minutes. Additional information was received on 6/1/17. Blood loss was reported to be less 250cc.